Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis with a cracked right plunger case. Testing was able to replicate the check clutch error, but not the motor rate error. The failure mode was abnormal wear of clutch halves. The root cause of the failure mode is unknown.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported.